Event description:
"Chemical burn".

Manufacturer narrative:
It was reported "I have gotten a horrible chemical burn from the antibacterial pad on these bandages any time I would use them." No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.